Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 06/12/18, it was reported to mentor that the patient experienced bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/15/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Leak testing was performed according with mentor procedures and it revealed a leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 275cc, serial number (B)(4), lot number 6564978, catalog number 3501640. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary procedure with saline mentor smooth round moderate profile 275cc breast implants and experienced deflation on the left breast implant and a deflation on the right breast implant on (B)(6) 2018. The deflation was discovered by looking at the loss of volume on the left breast implant and a leak from the right breast implant. As a result, the patient has undergone removal and replacement with gel allergan inspira breast implants on (B)(6) 2018. The patient was not hospitalized as the surgery was an outpatient surgery. This medwatch is for the right breast implant.